Event description:
Ous MDR - it was reported that after 18 months a fracture was suspected. Unfortunately no further details were given. No adverse patient side effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a damaged insulation at a distance of some 31 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the ring electrode was found damaged in this area. These findings can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.